Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise consistent with electromagnetic interference (emi) on the real-time electrogram (egm) when pressure was applied over the device pocket. An increase in right ventricular (rv) lead pacing thresholds from 1.7 v to 3.5 v and pace impedance were also observed though no values outside normal limits were recorded. The device was then tested with the minute ventilation (mv) sensor programmed off and the noise resolved. The device was reprogrammed with only the accelerometer programmed on. No adverse patient effects were reported. This system remains in service.